Manufacturer narrative:
The lot number for one out of the four devices was provided; therefore, a lot history review was performed. Out of the four reported malfunctions, no devices were returned to the manufacturer for evaluation; however, medical records were provided and reviewed for three malfunctions. Perforation and tilt were confirmed in one investigation. For the remaining three malfunctions, the investigations were inconclusive. The definitive root cause for the reported events is unknown. The devices are labeled for single use.

Event description:
This report summaries four malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. Of the four perforation and tilts, all four malfunctions involved patients with no patient consequences. One patient was (B)(6) years old. Of the reported patients, three were male. All other patient information was not provided.

Manufacturer narrative:
H10: the lot number for one out of the four devices was provided. Therefore, a lot history review was performed. Out of the four reported malfunctions, no devices were returned to the manufacturer for evaluation; however, medical records were provided and reviewed for all four malfunctions. Perforation and tilt was confirmed in one investigation. The investigation for another malfunction confirmed for perforation and tilt, however detachment is inconclusive. For the remaining two malfunctions, the investigations were inconclusive. The definitive root cause for the reported events is unknown. The devices are labeled for single use. H10: b5, g3. H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summaries four malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation, tilt and detachment. This information was received from various sources. The four malfunctions involved patients with no consequences. Of the four malfunctions, three were male and two patients ages were reported a 49 and 75. The weight of one patient was 230 lbs. No information was provided for other patients.